Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened illuminators were received. The samples were visually inspected and found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections associated with the reported event, therefore metal protrusion as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the illuminator was manufactured to specification. All fiber optic light guide products are hundred percent visually inspected and light tested for transmittance and image during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that foreign object protrude or metal protrusion occurred from the tip of the illuminator during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).